Event description:
It was reported that the customer's insulin pump alarmed motor error during prime. The blood glucose reading was 24mmol/l. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a displacement and self test and they passed. More than a moth later, the customer called back to report getting no delivery alarms two to three times along with the motor errors. It was stated that it appears this happens more often as the insulin in the reservoir is reduced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. However, the motor passed the motor test. Further testing could not be performed due to the prime anomaly.